Event description:
Fire department personnel were attending to a patient in full cardiac arrest. The patient was shocked 5 times into an asystolic rhythm and then external pacing was initiated. Allegedly after reaching 40ma, the device emitted an audible alarm and displayed a leads message. The operator checked all electrode/lead connections and could not discern a reason for the alarm. The patient was not resuscitated, however the reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's lack of viability.